Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4092-58 implantable pacing lead (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the patient felt little aches and pains since implant because the surgery did not go well. The patient reported that, at implant, the lung was accidentally pierced resulting in a long hospital stay. Follow-up attempts to contact the clinic for information was conducted, but no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.